Manufacturer narrative:
Evaluation summary: there was no data regarding product identity received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma filtration device (gfd) procedure, a scar on the wound was observed. The scar caused blockage and a rise in intraocular pressure.